Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
This report is to advise of skiving found in the sheath during analysis. During the atrial fibrillation procedure, resistance was felt when inserting the brk needle into the swartz 8.5 fr sheath. The needle was removed and the swartz 8.5 fr sheath was exchanged. The procedure was completed and there were no adverse patient health outcomes.